Manufacturer narrative:
Other relevant components include: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving lioresal (2000mcg/ml at 480mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was new to the hcp, and they had taken an x-ray to check the system. It was found that the pump was not connected to the catheter, and the catheter was not in the intrathecal area. The event date was unknown, but it was noted that this had been occurring for "at least 4 months." The hcp requested the code to permanently shut off the pump since the patient was doing so well and did not wish to continue with the therapy. The hcp had no further information about the event. No patient symptoms were reported, and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-nov-06. It was reported that the cause of the catheter migration/disconnect was unknown. The patient's images were reportedly taken as a part of establishing care, and the patient had no recollection of injury or withdrawal. The distance between the tubing and pump was noted to be 6.5cm.